Manufacturer narrative:
The event date is unknown and will be provided if received. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had foggy vision and poor image quality. The event had occurred during maintenance. There were no reports of patient involvement.